Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. Blood glucose value is 9.8 mmol/l. Nothing further reported.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.